Event description:
It was reported by the affiliate that the (4) mcl20's were used during a colon procedure. It was reported that the clips were not totally closed and fell into the pt. The surgeon removed the clips and completed the case with another instrument. There was no consequence to the pt. The devices were discarded and only (2) unopened sterile devices would be returned.